Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
This report is being filed under minimal info provided by the account. The customer reported that the sternum saw was tearing the skin and not cutting. Attempts are being made to obtain add'l info from the account.